Event description:
Patient j delong received implant (rflt rapid ra4315c reflect rapid fixture ø4.3mm x 15 l) on (B)(6) 2022, experienced a failure to integrate and had the implant removed on (B)(6)2022. X-rays were provided. A replacement implant was sent to dr. Michael piccione on (B)(6) 2022.